Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Two days after treatment patient reported numbness down to right hand. Progressed to feeling pain several days later and reports difficulty with activities such as buttoning shirts, typing, driving. Saw a neurologist that prescribed gabapentin and suspected the issue was caused by the anesthesia injections. Expected 95% improvement in 6 months. 3 months afterwards the pain has diminished with occasional pain medication. Still had muscle issues. Patient was lost to follow-up after that with multiple attempts.